Manufacturer narrative:
Manufacturer date- 04/2015. Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports that the barrier "liquified and became slimy feeling" while he was in the shower. Afterwards the barrier "re-solidified and then became brittle." According to the end user, he removed it because it felt irritating. He stated that the barrier was very hard to remove from the skin and left a residue that was hard to remove even with adhesive removers. He noted at that time the skin was intact without irritation.